Event description:
Customer reports the device displayed key fault condition during daily test. No reported patient involvement. Reported condition was duplicated by service rep. Device was repaired and proper operation was confirmed.